Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. This is an ancillary service event. Visual inspection and functional testing were performed. During evaluation of the product the latch roller was found to be damaged. The cause of the condition could not be determined. To correct the condition, the latch roller was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found with damaged latch roller. There was no patient involvement. No additional information is available.